Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. An xtw clip was inserted and successfully deployed on the mitral valve. However, after deployment, the clip opened to roughly 40 degrees. To stabilize the clip, an additional xtw was inserted. While positioning the physician stated the + knob on the steerable guide catheter (sgc) was not very sensitive and the sgc did not achieve the expected bending effort and was unable to adjust to the optimal position. The sgc was continued to be used and the second clip was implanted to stabilize the opened clip. Mr was reduced to a grade of 3-4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported issue could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported clip opening while locked could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. An xtw clip was inserted and successfully deployed on the mitral valve. However, after deployment, the clip opened to roughly 40 degrees. To stabilize the clip, an additional xtw was inserted. While positioning the physician stated the + knob on the steerable guide catheter (sgc) was not very sensitive and the sgc did not achieve the expected bending effort and was unable to adjust to the optimal position. The sgc was continued to be used and the second clip was implanted to stabilize the opened clip. Mr was reduced to a grade of 3-4. There was no clinically significant delay in the procedure. The sgc was returned and the device analysis observed the hemostasis silicon valve was torn.